Manufacturer narrative:
(B)(4). Concomitant medical products: item 00599003721 lot 60648709, item 00599003721 lot 60648709, item lock fem size g lot unknown, item 00599405017 lot 61015628, item 00598005701 lot 61213402. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00025.

Event description:
It was reported that the patient had a total knee arthroplasty at an unknown date and subsequently was revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. During the investigation process a review of all sterile certifications was not able to be performed, as not all product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As not all product information was provided, validation of sterile certifications cannot be performed, the timeframe of the infection is unknown, therefore the reported devices cannot be excluded as a possible source of the reported infection if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.